Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2014-07176. It was reported that stent damage occurred. The target lesion was located in the ostium of the left anterior descending artery (lad). A 32x2.75 omega¿ stent was advanced and deployed to treat the lesion. Following stent deployment, the physician advanced an unspecified balloon catheter through the stent and into a side branch for angioplasty. It was noted after angioplasty in the side branch that the proximal part of the stent was shortened/deformed. Ivus was performed which confirmed the vessel was good. The procedure was completed and the patient was in stable condition. The patient returned to the hospital two days after being released. Thrombosis was found in the 32x2.75 omega¿ stent. For treatment, the physician performed abstraction of the thrombus and implanted an 8x3.00 omega¿ stent to overlap with the 32x2.75 omega¿ stent. A 3.0x8mm quantum maverick¿ balloon catheter was used to post dilate the junction of both omega¿ stents. However, the physician noted that the proximal segment of the stent had a little shortening and the physician closed the case. No further patient complications were reported and the patient is in stable condition. This product is only ous approved but it is similar to an approved us device.